Manufacturer narrative:
Updated: a4, b1, b2, b5, h1, h6. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 2 months following the implant of a transcatheter aortic valve (tav), the valve failed due to stenosis. Additionally, a computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. No patient complications were reported as a result of this event. Additional information was received that the patient was referred to the hospital because of the need for leaflet modification with tav in tav. The patient was placed on hospice after a urinary tract infection (uti) and increased confusion/dementia. The patient subsequently died approximately five years and three months following the valve implant.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 2 months following the implant of a transcatheter aortic valve (tav), the valve failed due to stenosis. Additionally, a computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. No patient complications were reported as a result of this event. Additional information was received that the patient was referred to the hospital because of the need for leaflet modification with tav in tav. The patient was placed on hospice after a urinary tract infection (uti) and increased confusion/dementia. The patient subsequently died approximately five years and three months following the valve implant. Additional information was received that there was a risk for coronary obstruction which required leaflet modification. Additional information was received clarifying that the leaflet modification did not get performed.

Event description:
Additional information was received that there was a risk for coronary obstruction which required leaflet modification.

Manufacturer narrative:
Updated data: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that approximately 5 years and 2 months following the implant of a transcatheter valve, the valve failed due to stenosis. Additionally, a computed tomography (CT) scan was performed that revealed thrombus/pannus on the valve leaflets. No patient complications were reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.